Manufacturer narrative:
This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
It was reported to philips that when the v60 is used with intersurgical ref. (B)(4) tubing and a non-respironics humidifier, the equipment does not detect the disconnection of the patient. No patient involvement was reported.